Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified and moderately tortuous proximal right coronary artery (rca). A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for predilatation and was inflated twice. However, on the second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and balloon. There were numerous shaft kinks. A microscopic examination presented no irregularities on balloon, balloon bonds and markerbands. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified and moderately tortuous proximal right coronary artery (rca). A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for predilatation and was inflated twice. However, on the second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).